Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: the pump powered on with functional auditory and vibratory features. The pump emitted a call service 069 alarm at start up and the alarm could not be cleared. The pump cover was removed and no defects were found to the printed circuit board. Investigation revealed a failure of the pump¿s electronically erasable programmable read-only memory.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.